Event description:
It was reported to boston scientific corporation in 2007 that a jagwire device was used during an unknown procedure five days prior (patient gender, weight and age is unknown). According to the complainant, the guidewire was not inserted well into the catheter. The physician stated that "the tip of the wire was blunt, so it was not inserted well." The wire did not reach the patient's body. It was only inserted into the entrance of the catheter and then retrieved. Another jagwire device was successfully used. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Based on the evaluation of the returned device, visual evidence revealed the very distal tip of the pebax was missing, exposing the corewire. The exact cause of the reported malfunction cannot be determined.